Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) linked to the ilet bionic pancreas did not start and pairing failed, resulting in intermittent communication between the cgm and the ilet; support guided the user to toggle sensors, restart the ilet, and re-enter the pairing code. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient communication failure resolved with standard troubleshooting.